Event description:
The customer reported that the sys would not display a live fluoroscopy image, thus making the sys unusable. There is no reports of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.